Manufacturer narrative:
H6: investigation summary: it was reported that plates would be contaminated. Complaint history review: the complaints trends were reviewed and similar complaints were found to be reported for this lot number. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: a visual inspection was performed on retention samples and incubated for one week. As a result of this analysis no contamination was observed. Picture sample documenting the reported contamination was provided. As per the pictures contaminated plates were shown. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed (B)(4). Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. As similar complaints were reported for this issue, internal investigations were performed. Investigation conclusion: based on the evaluation and the provided pictures, the complaint was confirmed for contamination.

Event description:
It was reported that while using 10 bd bbl¿ mueller hinton ii agar contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated plates".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 10 bd bbl¿ mueller hinton ii agar contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated plates".